Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The pump was received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that he had excessive urination and agitation. The customer stated that he treated with manual injections. The customer was at work. The customer was advised to call back to troubleshoot.